Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and discussed stored data. Ts noted there was double counting of premature ventricular contraction (pvc), as well as p-wave and t-wave oversensing. Ts discussed troubleshooting options and available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates this s-ICD system was explanted, with a new transvenous system implanted since the patient required pacing delivery. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and discussed stored data. Ts noted there was double counting of premature ventricular contraction (pvc), as well as p-wave and t-wave oversensing. Ts discussed troubleshooting options and available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.